Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, the electrode belt was unable to connect to and communicate with a monitor. The electrode belt trunk cable connector guide pin was physically damaged, which prevented the electrode belt from mating with a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the electrode belt failed incoming functionality testing.